Event description:
New information received notes the right ventricular (rv) lead and right atrial (ra) lead both presented with inappropriate pacing, loss of capture, and loss of sensing. The rv lead had r-wave amplitude variation and the ra lead had p-wave amplitude variation. The rv and ra leads also had multiple episodes of high ventricular rate due to oversensing noise and inappropriate automatic mode switch. Both leads were explanted and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was stable.

Manufacturer narrative:
The reported events of failure to capture, failure to sense, oversensing noise, p wave amplitude variation, high pacing lead impedance and clavicular crush were confirmed. As received, a complete lead was returned in one piece. A clavicular crush damage was found distal to the suture sleeve tie impression fracturing all the filars of the outer coil and damaging both the inner and outer insulations. X-ray examination showed that the inner coil was not damaged but all the filars of the outer coil were fractured at the clavicular crush location. The cause of the reported events was due to clavicular crush.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-23075. It was reported a patient's right ventricular lead presented with high pacing impedance. The atrial lead presented with low sensing and high pacing impedance. An x-ray was performed and revealed clavicular crush on both leads. Intervention discussed but no changes were reported. The patient was stable.